Event description:
Leakage was observed on the device a-rubber (insertion tube/bending section). The issue occurred during device reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found the device forceps elevator has foreign material. This report is being submitted due to the finding of foreign material in the device forceps elevator (handling , insufficient cleaning issue ) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found perforation/cut(pinching of a-rubber) , due to this condition, watertightness is lost. The reported issue of leakage was confirmed. Furthermore, device inspection found foreign material adhering on the forceps elevator. The foreign material was described to be yellowish/brown in color however, it is unknown what the foreign material was. This condition was attributed to handling, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: due to clogging of k-pipe, water cannot be supplied. Adhesive around objective lens has wear. Adhesive on a-rubber (bending section) is detached. Connecting tube has wrinkle, noted dirty. Scope connector, c-cover , control unit , up/down knob, right/left knob noted dirty, light guide cover scratch. S-cover has a scratch. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, bending angle in left/right direction does not meet the standard value. Play observed on the up/down knob. Forceps lever u/d has deformation. Light guide lens has wear, adhesive has discoloration. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.